Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. A loose/mislocated stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported loose stent cannot be determined.

Event description:
It was reported that when the mini vision stent delivery system was removed from the packaging, the stent did not seem to be secured correctly on the balloon (loose). There was no patient involvement and the device was discarded. No additional information was provided.